Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of delayed retraction of the needle could not be confirmed from the representative 22g insyte autoguard that was provided for investigation. A visual and microscopic examination revealed no damage or defects on the device. A functional test showed that the needle fully retracted and the retraction time was within specification. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged needle was slow to retract. The following information was provided by the initial reporter: insyte autoguard inside the IV insertion kit issued in ahmc has been reported having a defect while they push the button for needle encapsulation of the catheter. They have mentioned that they have a hard time using it as it delays needle encapsulation which makes the button harder to press during insertion. (B)(6) 2025: it was detected after use once the button was pressed for encapsulation. No patient was impacted, but the nurses from different departments already raised same concern from the account.